Event description:
It was reported that the right ventricular lead was fractured. The lead was explanted.

Manufacturer narrative:
The reported field event was confirmed in the laboratory. As received, the lead was cut into two sections. Visual inspection noted multiple abrasions on the outside of the insulation and from the inside-out. The outside abrasions are characteristic of lead friction to the ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.